Manufacturer narrative:
D4: lot #: suspect lots 21f22t666 and 21j23t085. E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was connected to an evo iq pump and the device alarmed for bubbles. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The potential lot number 21f22t666 manufacture date is june 2021. The potential lot number 21j23t085 manufacture date is october 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.